Event description:
During remote monitoring, episodes of myopotential oversensing were observed on the atrial lead. Atrial lead damage was suspected. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
During remote monitoring, episodes of myopotential oversensing were observed on the atrial lead. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.